Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A patient with diabetes reported that the cleo 90 infusion set became detached overnight, resulting in continuous glucose monitor (cgm) readings in the 300 mg/dl range. The patient administered a bolus dose in response to the high glucose alert; however, glucose levels remained elevated. Upon further inspection, the patient discovered that the infusion set had dislodged from the arm, with blood observed at the insertion site. The issue was resolved by replacing the infusion set at a new site and administering an override bolus. The insulin in use was humalog. The event occurred while the device was in use by the patient.